Event description:
It was reported that the device was fractured. The target lesion area was located in the liver. A 135/20 renegade hi flo kit catheter infusion was selected for use in a chemoembolization procedure. During preparation, it was noted that the device was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. The renegade showed damage in the form of a stretching and a fracture located 9.5cm from the hub. The device was not completely separated, the inner liner was still attached. The device showed no other damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The shaft fracture was confirmed.

Event description:
It was reported that the device was fractured. The target lesion area was located in the liver. A 135/20 renegade hi flo kit catheter infusion was selected for use in a chemoembolization procedure. During preparation, it was noted that the device was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient is stable.